Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that that the last couple of months (since (B)(6)) the implantable neurostimulator (ins), which was implanted in (B)(6) 2008, was not lasting/not staying charged up as long and not charging up. They had to charge all the time. Two weeks ago (maybe (B)(6)) the elective replacement indicator (eri) appeared. The old ins was not working and was replaced. Indication for use included failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.